Event description:
Information was received indicating that both legacy pumps were exhibiting problems. It was reported a pump was alarming? No disposable and won't run, the end user attached another cassette to this pump and was able to successfully complete infusion. Per reporter the other pump was exhibiting error 1870. No adverse patient effects were reported.